Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the starclose se device after a carotid stenting procedure. Reportedly, during advancement of the thumb advancer resistance was felt and the sheath didn't split correctly. The thumb advancer release mechanism which allows the thumb advancer and delivery tube retraction was utilized to facilitate device removal in accordance with the instructions for use (IFU). Manual arterial compression was used to achieve hemostasis for approximately 15 - 20 minutes. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty deploying the thumb advancer and incorrect sheath split was confirmed. The cause appears to be related to operational context and not a product quality deficiency. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would contribute to the reported event. Also review of the complaint history for the reported lot did not indicate a manufacturing issue. Based on the analysis and information reviewed, there is no indication of a product deficiency.